Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia with blood glucose value of 46mg/dl. Customer also stated that getting error when uploading insulin pump information to care link. It was unknown if the insulin pump was on auto mode at the time of incident. The insulin pump will not be returned for analysis.